Event description:
The hcp reported the catheter was thought to have a break based on a dye study, however, the catheter had dislodged. The pt was experiencing an increase in spasticity. The drug used in the pump is baclofen 2000 mcg/ml at 0.3 mg/day. The pump and catheter were explanted and replaced, and the pt recovered without sequela.